Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient was hospital on (B)(6) 2014 for coronary heart disease. On (B)(6) 2014. A 3.0 x 23 mm xience xpedition stent was implanted in an 80% stenosed left anterior descending artery/diagonal. The patient was discharged on 11/19/2014. On (B)(6) 2017 during a 3 year follow-up, it was noted that in (B)(6) of 2017, the patient was rehospitalized for chest tightness. An x-ray was performed which showed no restenosis in the stent implant, no angiography or CT scan was performed. The patient was confirmed to have adhered to the regulated medication protocol. The relationship of the patient symptoms and the device is unknown and the patient is still experiencing symptoms of chest tightness. No additional information was provided.